Event description:
It was reported that balloon rupture, shaft break and balloon detachment occurred. The target lesion was located in the calcified proximal and mid circumflex artery. After rotablation was successfully performed, a 2.5 x 30 mm emerge balloon catheter was advanced for predilation. A 2.75 x 38 mm promus premier drug-eluting stent (des) was deployed for treatment. After stenting, the mid portion of the stent needed to be post dilated. A 3.00 mm x 8 mm nc emerge balloon catheter was then advanced for post dilation. However, during inflation the balloon ruptured. The device was removed and a 3.00 mm x 12 mm nc emerge balloon catheter was used but the balloon also ruptured. During removal, it was noted that the distal portion of the balloon catheter sheared off on the wire. The guide and wire was removed, leaving a portion of the balloon in the proximal circumflex. After multiple failed attempts to removed it, the physician decided to stent it in place with a 3.0 x 24 mm promus premier des and the procedure was completed. Post procedure timi 3 flow with no obstruction was observed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture, shaft break and balloon detachment occurred. The target lesion was located in the calcified proximal and mid circumflex artery. After rotablation was successfully performed, a 2.5 x 30mm emerge balloon catheter was advanced for predilation. A 2.75 x 38mm promus premier drug-eluting stent (des) was deployed for treatment. After stenting, the mid portion of the stent needed to be post dilated. A 3.00mm x 8mm nc emerge balloon catheter was then advanced for post dilation. However, during inflation the balloon ruptured. The device was removed and a 3.00mm x 12mm nc emerge balloon catheter was used but the balloon also ruptured. During removal, it was noted that the distal portion of the balloon catheter sheared off on the wire. The guide and wire was removed, leaving a portion of the balloon in the proximal circumflex. After multiple failed attempts to removed it, the physician decided to stent it in place with a 3.0 x 24mm promus premier des and the procedure was completed. Post procedure timi 3 flow with no obstruction was observed. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70 to 80% stenosed, located in the moderately tortuous and severely calcified proximal and mid circumflex artery. The balloons were inflated 3 to 4 times and at around 14 to 15 atmospheres in each inflations. There was no issue with the 2.75 x 38mm promus premier stent. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube at 10cm from the hub. The distal section of the catheter is missing. The tip, marker band, balloon, and distal guidewire is missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture, shaft break and balloon detachment occurred. The target lesion was located in the calcified proximal and mid circumflex artery. After rotablation was successfully performed, a 2.5 x 30mm emerge balloon catheter was advanced for predilation. A 2.75 x 38mm promus premier drug-eluting stent (des) was deployed for treatment. After stenting, the mid portion of the stent needed to be post dilated. A 3.00mm x 8mm nc emerge balloon catheter was then advanced for post dilation. However, during inflation the balloon ruptured. The device was removed and a 3.00mm x 12mm nc emerge balloon catheter was used but the balloon also ruptured. During removal, it was noted that the distal portion of the balloon catheter sheared off on the wire. The guide and wire was removed, leaving a portion of the balloon in the proximal circumflex. After multiple failed attempts to removed it, the physician decided to stent it in place with a 3.0 x 24mm promus premier des and the procedure was completed. Post procedure timi 3 flow with no obstruction was observed. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70 to 80% stenosed, located in the moderately tortuous and severely calcified proximal and mid circumflex artery. The balloons were inflated 3 to 4 times and at around 14 to 15 atmospheres in each inflations. There was no issue with the 2.75 x 38mm promus premier stent. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube at 10cm from the hub. The distal section of the catheter is missing. The tip, marker band, balloon, and distal guidewire is missing. Inspection of the remainder of the device presented no other damage or irregularities. It was further reported that the balloon burst at 20-22 atmospheres where the balloon separated and the shaft broke.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:21 pm CT. The report number is being corrected from: 2134265-2018-63892 to: 2134265-2018-61053.